Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the involved angio-seal device was kinked. After the procedure was completed, the procedure sheath was removed while the guidewire was in place. When the locator/insertion sheath assembly was inserted over the guidewire, resistance was encountered, and the locator was not advanced. The assembly was once removed from the patient and attempted again to be inserted; however, the assembly was unable to be inserted. The device was not used, and manual compression was applied for thirty minutes to achieve hemostasis. Subsequently, hemostasis was successfully achieved by manual compression only. The insertion sheath was slightly bent and there was a crease in the inner curvature. It was presumed that this part of the sheath encountered resistance and made insertion difficult. The physician presumed that there might have been unknown calcification or other problems since angiogram of the lower limb was not performed. The puncture site was distal to the inguinal ligament of the right common femoral artery. The estimated blood loss was less than 250cc's. There was no patient injury/medical or surgical intervention required. There was no health damage to the patient. There was no equipment or other devices used with the above product.

Manufacturer narrative:
This report is being submitted as follow-up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint was unable to be confirmed. An exact root cause for the issue was unable to be determined. The likely cause was determined to have been damage sustained by the device due to off-axis loading during insertion. The DHR review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design or quality system issues may have led to this event. Risk level is within limits, however there is an increase in occurrence level, an action item was opened to address the issue and a notification has been sent to the new product development (npd) quality team.